Manufacturer narrative:
(B)(4). Insulin pump received with no button response at express bolus, esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to no button response. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.